Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Operator of device: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. The root cause of the complaint could not be identified. The actual sample was not available for our evaluation. However, a photo was received and showed a 25g sg3 safety needle connected to the syringe. The sheath tooth condition was not visible and only the cannula bending was observed. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent needle stick, cautions, and precautions are also included. (B)(4).

Event description:
The user facility reported that the involved needled had a defective safety issue. This resulted in a needlestick injury. Additional information was received on 04-january-2022: a colleague administered an injection and closed the safety device, when putting the device in the sharp's container, the colleague was stuck in the left thumb. The event occurred after administering the injection while putting the closed device in the sharp's container. The safety cover was activated. The patient was stable. The patient did not have bloodwork/testing performed after the needlestick; the colleague did see occupational health.